Manufacturer narrative:
The pacemaker was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited noise, oversensing, and out of range pace impedance of greater than 2,000 ohms on the non-boston scientific right atrial (ra) lead. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.